Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 20 mg/ml morphine at 2.870 mg/day, 20 mg/ml bupivacaine at 2.870 mg/day, 10 mcg/ml clonidine at 1.435 mcg/day, and 200 mcg/ml fentanyl at 28.70 mcg/day via an implantable pump for malignant pain and cancer pain. It was reported that the patient's pocket tissue appeared thin to the physician, so the pocket was revised. During the pocket revision a pump replacement occurred. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. It was unknown what diagnostics or troubleshooting was performed. The issue was considered to be resolved and the patient's status was "alive - no injury". The event date was asked, but unknown. No further issues were reported or anticipated.